Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet system, with a documented lowest blood glucose of 45 mg/dl and low glucose duration of approximately 20 minutes, and the device provided low and urgent low alerts. Symptoms included anxiety described as emotional panic and headache. Outcomes included correction with oral glucose and no medical intervention, assistance, hospitalization, or long-term injury. Troubleshooting and education were completed with the user. Investigation included complaint intake review and assessment of device performance based on provided reports. Investigation of this case revealed no device malfunction and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.